Event description:
Per the clinic, the patient experienced pain/non-auditory sensations and has been a non-user of the device. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.